Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that only one staple remains in the cover block indicating that the end user fired 34 staples. The one remaining staple is not in the track. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. A functional inspection was performed by attempting to engage the stapler trigger. The trigger was engaged using hand pressure. However, the one remaining staple is not in the track, and therefore will not load into the forming tool. The stapler will not fire. The stapler was disassembled and it was confirmed that all pieces were correctly assembled. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of no staples firing was other remarks: confirmed based upon the sample received. The returned stapler was found to have one staple left in the coverblock that was not in its track. The IFU for this product states "to obtain optimum staple closure , the trigger must be squeezed all the way in." A device history record review was performed on the stapler with no evidence to suggest a manufacturing related cause. In addition, all staplers are 100% inspected at manufacturing for firing at the time of assembly. The stapler was received with 1 staples remaining in the coverblock indicating that the stapler was fired 34 times by the end user. No defects were found in the assembly. It is unknown how the product was handled during use. Therefore, the potential cause the stapler not firing could not be determined.

Event description:
A staple did not come out after firing some staples. The user tried to perform test-firing to check whether the staples got stuck or not. However, when the trigger was engaged the remaining staples in the cartridge fell from the device. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73f1500405 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
A staple did not come out after firing some staples. The user tried to perform test-firing to check whether the staples got stuck or not. However, when the trigger was engaged the remaining staples in the cartridge fell from the device. The patient's condition was reported as fine.